Event description:
Affiliate in another country reports that a minicap loosened on a transfer set. This event refers to the third of three cases reported. The patient contracted peritonitis and required medical intervention. The patient was treated with antibiotics (type unknown) intraperitoneal (ip). The current patient status is unknown at this time.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.